Manufacturer narrative:
Product analysis received and examined the returned jetstream sc 2.4 catheter and confirmed the reported symptom. The outer packaging was observed to be cut with a sharp object. The rest of the unit appeared to be in a good condition with no observable defects or damage. The cause of the reported problem was determined to be that the sterile barrier had been compromised due to the cut in the packaging. The cause or source of the cut is unknown.

Event description:
A bayer representative reported observing that the outer packaging cellophane tape seal was broken when opening the outer box of a jetstream xc 2.4 device. Additionally, when the inner package was removed there was evidence that the sterile barrier was cut and not sealed.